Event description:
Procedure performed: laparoscopic cholecystectomy event description: the device was being used to retrieve gall stones that were loose in the abdomen. This sample was already open on the sterile table and since that product was open, there was now a different scrub nurse, scrubbed. The scrub nurse who started the procedure believes they may have already used a retrieval bag however cannot confirm or deny if this sample is the one that was already deployed or the one that was opened and then used and deployed with no bag attached at the end around the metal opening. When this 2nd scrub nurse handed the consultant the inzii bag off the sterile table, they deployed it and there was no bag at the end. They put this one aside and is the one that is available for collection. They then opened a 2nd inzii bag and deployed this one and it too had no bag at the end of the shaft. They unfortunately didn't keep this product. The sample that they kept was the unit they believed to be the first bag that deployed with no bag however it very much could have already been deployed and therefore when the 2nd scrub scout handed this same product to the surgeon, it was already used and therefore would explain why there was no bag. The 2nd one they opened, they strongly believe this one wasn't placed on the sterile table and therefore mixed with the already used bag and therefore definitely had no bag in the saft and is faulty. Both of the products would have come from a gk350 pack. The unit they have kept, which may well not be the one that was faulty, came from gk350 there was no clinical impact seen but they weren't impressed with the fact the metal prongs were exposed in the abdomen with no protection of the bag. Additional information was provided by [name], territory manager via email on 25-may-2026: "I don¿t have the person¿s details for who I was corresponding with for the complaint, but I can provide details of an alternative contact there: [name] I don't have a lot number for the cd001 that was confirmed faulty, but no one who was present during that case can confirm or deny if the product they have kept and set aside is the one that was faulty or isn't. So, I thought it would be best to keep that one in case it happens to be the one that was faulty. I wanted to report all that was told to me but from my investigations and conversations, it sounds as though only one unit was faulty not two, even though at first they thought there was two." Intervention: they initially opened a 2nd inzii bag which had the same issue and they after that they opened an [competitor device] that worked fine. Patient status: good

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.